Manufacturer narrative:
The initial report had missing blood glucose information. The correct information has been provided with this report.

Event description:
The customer's blood glucose was ranges from 42 to 560 mg/dl.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Also, missing segment or partial display due to complete damaged to the lcd glass. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify failed battery alarm, a21 alarm, prime or fill anomalies, no excessive no delivery or occlusion, motor error alarm and unresponsive button due to missing segment or partial display due to complete damaged to the lcd glass. However, keypad flattened button dome switch was found on esc and act. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart and act buttons less responsive, motor error and squirts insulin out of cannula. Customer's blood glucose value was unknown at the time of the incident. Customer states that the insulin pump reject new batteries, failed battery test, lost setting and unexplained no delivery alarm. The insulin pump will not be returned for analysis.